Event description:
While servicing the device, a philips authorized service personnel (asp) found that the device failed etco2 calibration. There was no reported patient or user involvement and no adverse patient/user impact.